Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners made their gum recession worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Patient's periodontist advised to stop treatment due to tissue breakdown. H6 codes added. Deformity/ disfigurement. Bacterial infection.